Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, several auto mode switching episodes were observed due to competitive atrial pacing. No programming changes will be performed. The patient will continue to be monitored.